Event description:
Additional information was received from the customer which confirmed the event (bowden cable was loose) occurred during preparation for use. No patient or procedure was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided information regarding their reprocessing steps. The reprocessing steps were completed at the customer site prior to returning the device. There were no malfunctions with the reprocessing accessories. The precleaning and manual cleaning were not delayed. Air/water were flushed during pre-cleaning and detergent was flushed during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s probable the whitish foreign material was residue from a previous procedure. The final root cause of the foreign material in the air/water tube and air/water cylinder was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope bowden cable was loose. Inspection and testing of the returned device found that the air/water tube and cylinder were filled with foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the insulation resistance value at the distal end did not meet standard value due to adhesive peeling on the bending section rubber. The image had a dark partial area as the objective lens was shaved and the bending angle in the down direction exceeded standard value due to damage on the bending tube. The plastic distal end cover, adhesive on the bending section rubber, light guide lens and the objective lens had a crack. The universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.